Event description:
When removing the catheter, the cuff detached and remained in the patient's tissue. Cuff was cut out.

Manufacturer narrative:
The complaint of detached surecuff and heat sleeve is confirmed. Gross and microscopic examinations confirm a complete separation of the surecuff/heat sleeve from the catheter. The detached heat sleeve/surecuff exhibits a blood and tissue residue imbedded in the dacron material. The heat sleeve/surecuff has detached from the catheter. At this time the mechanism of damage is undetermined. A lot history review (lhr) is not possible, as no manufacturing lot number information has been provided by the complainant.